Manufacturer narrative:
Final device evaluation showed that the device was returned to the MFR in good visual condition. Upon evaluation, the device was function tested for leaking. The device showed no signs of leaking without the obturator inserted into the sleeve. The device was then tested with obturator inserted into the sleeve and showed signs of a minor leak. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic surgery three devices were not forming complete seals, blood was splattering out of the valves/devices. The devices were not replaced. There was no pt injury. This report is for the second device. Add'l info was requested but no add'l info was rec'd. A supplemental report will be sent if add'l info becomes available. See MFR report numbers 2134070-2013-00113 and 2134070-2013-00115 regarding the other devices.